Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported poor cutting failure of the probe during a surgery. It is unknown if the probe was aspirating at the time of the event. The product was replaced and the procedure was completed without harm to the patient. A product sample was requested for evaluation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
One probe sample was returned for evaluation for the report of the probe not cutting. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The complaint sample was visually inspected and deemed nonconforming as the needle was bent. Actuation testing was performed and deemed nonconforming. The cutter did not open and close. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There is approximately 45-60 minutes of wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. There was no resistance felt when the inner cutter was removed from the needle. The probe needle was not bent; however the inner cutter was slightly bent. Gouge marks at the bend area and the cutting edge of the inner cutter were present. Actuation testing was performed after the probe was disassembled and the test was conforming. The initial test was deemed nonconforming, due to the cutter not closing. A retest showed the cutter was able to actuate and close the cutter to its specification. An initial actuation test failure occurs sometimes due to material causing the cutter to become stuck after its surgical use. Additional testing will dislodged the material and the probe will then work properly. This test is then considered conforming. The complaint evaluation does confirm the probe cutter did not cut. The most likely root cause of the poor cutting appears to be from the probe already be used for approximately 45-60 minutes of surgical use prior to the cutter not being able to work properly. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe had experienced a use greater than this typical timeframe. This usage appears to have worn and damaged the inner cutter such that the cutter movement was impeded. (B)(4).